Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) exhibited premature battery depletion with observed gray bar. The device was not implanted. There was no patient involvement in this event.